Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg would not communicate with his charger beginning on (B)(6) 2014. It was additionally reported the pt had recently lost weight. The pt's ipg was replaced with a new model ipg on (B)(6) 2014. Effective stimulation was reportedly obtained postoperative.